Event description:
It was reported that the vns patient was hospitalized due to an increase in seizures. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported that the explanted generator was discarded; therefore, no product analysis can be performed.

Event description:
An implant card was received indicating that the patient underwent generator replacement due to battery depletion - neos = yes. The explanted generator has not been received to date.